Event description:
It was reported that the patient experienced dyspnea. It was noted that there was loss of capture on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.